Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported on (B)(6) 2010, while performing a second declot of an existing stent, a pta balloon burst during the procedure at approx 10 atms. The balloon was successfully removed from the pt and the procedure was completed with another new of the same device without further complications. No further medical intervention was required and there was no harm to the pt due to this incident.